Manufacturer narrative:
(B)(4). Method: no product returned. Result: product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports with direct check quality control glass punctured the tube and the operator cut her finger. The end user did not use the protective sleeve. The user was given the site's standard treatment for the cut. The operator was provided training on how to run the controls and use of the protective sleeve. No report of serious injury, or administration of additional treatment.